Manufacturer narrative:
A visual and functional evaluation was conducted on the subject cot and the reported issue was not able to be duplicated. No malfunctions were observed and the cot was operating according to specification. The IFU for the product provides sufficient instructions on maintaining control of the cot while transporting a patient. The complainant has not provided any further details regarding the alleged patient injury or medical intervention sought.

Event description:
Complainant alleges while the crew was moving the patient into the vehicle, the patient shifted their weight to one side resulting in the medic losing grip of the stretcher allowing the stretcher to allegedly lower to the ground. The patient remained fastened to the cot and did not make contact with the ground; however it was reported the patient did sustain a minor injury and sought medical intervention. No further details have been provided.